Event description:
Philips received a complaint by the customer on the v60 indicating that the leak alarm had occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The patient was admitted for severe pneumonia and type 1 respiratory failure. The leak rate was 160%, and the tidal volume was 1,600 ml, causing discomfort but not lowering oxygen saturation levels. The ventilator was replaced the customer inquired a third party to resolve the reported issue. The device passed required performance verification tests. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E: (B)(6).